Event description:
The nurse reported a posterior capsule tear occurred and then they had problems connecting the anterior vitrectomy probe to the system. A nurse had to hold the vitrectomy tubing in place to complete the anterior vitrectomy. Additional information received from the nurse stated she did not fault any alcon product for the posterior capsule tear. The nurse stated the case was completed.

Manufacturer narrative:
The customer ordered a cpc connector and they replaced the cpc connector to mitigate the problems connecting an anterior vitrectomy probe to the system. The customer did not request service for the system. The root cause of the patient event cannot be determined in this investigation. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event.